Manufacturer narrative:
Other text: b3: date of event is unknown. No information received to date.h6 - updated one device was received for investigation with a crack on the lower left corner of the top case and a crack on the bottom case. The event history log showed a primary audible alarm. However, the device was functionally tested and was not able to be duplicated. The complaint is not confirmed. Preventative maintenance was performed and the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm. No patient injury reported.